Event description:
The customer reported a clear leak from the back of the coulter lh 750 hematology analyzer. The volume of the leak was about 10 ml and was not contained within the instrument. The customer powered off the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The printouts and raw data were requested but were not provided.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 5/12/2015. The fse found the blood sampling valve (bsv) knob was loose and was causing the leak. The fse tightened the bsv knob, which repaired the leak. The repairs were verified per established procedures. (B)(4).